Event description:
Ge healthcare detected a product issue with the centricity laboratory information system. The hematology module is generationg test data for tests that have not been run. Test results for "cells meta, myelo, promy, blasts atl lymphs, other etc" are reporting as "0" when the user did not enter or request this information to be on the report.

Manufacturer narrative:
This reported issue is currently being investigated. A follow up report will be filed when additional information or testing results become available.